Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 26,995 joules. The case was completed using a second fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the output window; the fiber proximal to the fracture can rotate independently of the metal cap. Severe burnt on detritus on the metal cap and devitrification at the cap output window were also observed. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.